Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error four to five times, is unable to rewind and periodically shuts itself off. Customer does not recall any significant events leading to the error. Customer's blood glucose was 192 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump also alarmed motor position encoder error. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.